Event description:
Pt reported that in 2006, she was experiencing a hypoglycemic event to the extent she was unable to test herself. Her sister-in-law then tried to assist her by placing blood into the meter. No result was obtainable after blood had entered the meter. Paramedics tested and result was 50 mg/dl. Pt was transported and treated with an i.v. Pt was educated as to how to take a reading.

Manufacturer narrative:
A follow up report will be submitted if product is returned for eval.